Manufacturer narrative:
B3: estimated based on gfe response from sales representative, considering the progression of the issue around february.

Event description:
It was reported that a spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to charging limitations and the requirement for full body magnetic resonance imaging (MRI) compatibility. Electrocautery was utilized during the procedure. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient reported adequate pain coverage of all intended areas. No additional information is available at this time.